Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone removal performed on (B)(6) 2025. During the procedure, the tome was inserted through the duodenoscope to the papilla, but the tip of the tome deviated, and it was impossible to find the correct angle to insert into the duodenal papilla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11. For full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results: the returned autotome rx 44 was analyzed, and visual inspection found that the working length was twisted and bent at distal section. Also, the cutting wire was kinked. The catheter was incorrectly oriented due to the twisted section on the working length. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A risk review was completed and confirmed that the event of wire kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.